Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed 2 defect samples were returned. No defect was observed by visual observation. Pictures for the returned sample sent to (B)(4). Customer returned photos of 3/10cc syringes. Customer states that the needle with the shield was separated from the hub. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: a visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA(B)(4) has been opened to address this issue.

Event description:
It was reported that the hub separated from device prior to use with 2 bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle with the shied was separated from the hub. The customer didn't feel that the shield was particularly tight to remove, compared with the one he/she was usually using.